Event description:
It was reported that a spectrum iq pump when loading guide #2 with tubing, guides 3 and 4 are satisfied (green checks) with no tubing loaded during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. During functional testing a loading guide #2 with tubing, guides 3 and 4 are satisfied (green checks) with no tubing did not occur. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was not verified. Evaluation inspected the device and found the issue to be attributable to out of specification force sensor, with calibration of the component required. Should additional relevant information become available, a supplemental report will be submitted.